Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running low. The blood glucose reading was 35 mg/dl. The customer treated with glucose tablets and brought the blood glucose up to 104 mg/dl. The drive support cap appeared normal. The reservoir did show more insulin than was shown on the status screen. The reservoir showed 100 units while the status screen showed 97.3 units. The customer was advised to monitor the blood glucose and to discuss the possible causes of low blood glucose with a health care professional. The insulin pump was not returned or replaced.